Event description:
It was reported that the cartridge was leaking from the cart septum. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.